Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were "popping" off of the holder (sometimes at great lengths). Needle sleeve recovery failure.

Manufacturer narrative:
Manufacture site was changed to (B)(4).